Manufacturer narrative:
It is believed that the cause of the long charge time was a low loaded battery voltage during charging. A longevity calculation was performed, and the device was found to be within longevity estimations.